Event description:
A customer observed positively biased troponin I result for a pt sample on the vitros eci system. Biased results were reported and questioned by the physician. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as the result of this event.